Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient tried to increase stimulation and got the out of regulation (oor) error on her patient programmer. She was scheduled to come in on (B)(6) 2018 to see her physician. No environmental/external/patient factors were thought to have led or contributed to the issue. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report and no symptoms or complications were reported or anticipated. Additional information was received from the rep stating the patient was seen again in clinic on (B)(6) 2018. When interrogated with the patient programmer, the oor message appeared. When interrogated by the tablet physician programmer, the same error occurred. The impedances were checked, and contact 8 was shown to have impedances of approximately 2100 ohms. The hcp proceeded to change the parameters to voltage versus milliamperes. The new parameters were then programmed without the oor message appearing on the tablet as well as the patient programmer. Additional information was received from the hcp via the reps stating the cause of the oor was not determined.